Event description:
It was reported that this inflatable penile prosthesis could not be inflated. It could only be pumped a couple of times before the pump stayed flat. The device was explanted and replaced with no patient complications.